Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and coagulum was discovered on the tip of the catheter. During the pulmonary vein isolation, the electrical potentials could not be reduced although the ablation was conducted. There was a rise in impedance so the tip of the smart touch sf catheter was checked. A clot was found stuck to the tip of the catheter. Flushing was conducted but the issue continued. The issue was resolved by changing the catheter to another one. The procedure was completed with no patient consequence. The patient received anticoagulant. The generator was in power control mode. The system did not present any error messages and the physician/user did not see any product problem. There were no issues related to temperature or flow on the catheter. The patient has not exhibited any neurological symptoms since the procedure was completed. This event is MDR reportable since coagulum has poor adherence to catheters it could be a potential source of embolism. MDR determination is being rerun.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 06/10/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and coagulum was discovered on the tip of the catheter. The returned device was visually inspected and it was found in normal condition, no coagulum was observed. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then a coolflow pump test was performed and the catheter passed specifications, the catheter was irrigating correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the coagulum on the tip has not been verified. Additionally, the catheter functionality was found within specifications, no issues were observed.